Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. Customer also reported low battery alert less than a week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected e/a alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).